Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture/leak and breast hardening.

Event description:
Patient reported via regulatory agency ¿rupture/leak and breast hardening" on an unspecified side. Explant status unknown. The record is for the left side.

Event description:
Device was explanted.